Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to blood glucose level of approximately 700mg/dl. Reportedly, the pump was ¿malfunctioning¿. Multiple attempts were made by tandem technical support to follow-up with the customer for additional information, but no response was received.